Event description:
Patient came in for 3 procedures: d&c (dilation and curettage), hysteroscopy and ablation. We had a rep in the room for the ablation portion because we were using his product (cerene cryotherapy device). We ended up opening 4 of them and all failed to work. Because of this, we were not able to do the ablation portion of the procedure. Ref: fgs-7000, lot #: 101635695. Expiration: 05/14/2024 (x3). Lot #: 101009375, exp: 03/05/2024 (x1).